Manufacturer narrative:
Additional product code dzj, dzi. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on november 11, 2020, while assembling the 90-degree screwdriver it was found out that all drill bits and screwdriver blades were able to be easily pulled off by hand. It is unknown where the issue was discovered. It is unknown if there was a patient involvement. This complaint involves unknown number of devices. This report is for (1) shaft for 90¿ screwdriver. This report is 2 of 3 for (B)(4).

Event description:
It was reported on (B)(6) 2020 while assembling the 90 degree screwdriver prior to surgery, it was found out that all drill bits and screwdriver blades were able to be easily pulled off by hand. They shouldn't be able to be pulled off by hand it's supposed to be locked in. A backup device was later used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.505.003. Lot: 8187549. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 20.may.2019. A manufacturing record evaluation (mre) is not required, as the part is fully functional, and as we are not able to reproduce or confirm this incident. Visual inspection: the shaft for 90° screwdriver (p/n: 03.505.003, lot number: 8187549) was received at us customer quality (cq). Visual inspection of the complaint device showed no damage. Functional test: a functional assessment was performed on the complaint device. The complaint device was able to assemble with mating device and did not easily disassemble. The complaint was not able to be replicated. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is unconfirmed as the functional allegation cannot be replicated and there is no damage observed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.